Manufacturer narrative:
Investigation included technical support review via customer interview and assessment of use conditions. Investigation of this case revealed no evidence of device malfunction and a possible use-related or insertion-related issue could not be ruled out. It was concluded that the cause of the hyperglycemia was unclear and the event was non-serious with no adverse clinical sequelae. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Event description:
It was reported that after a supply change with the ilet infusion set, the user observed the cannula holder on the adhesive appearing slightly folded and was concerned the needle might not be attached correctly, followed by a blood glucose value of 262 mg/dl without alarms or leaks; customer care advised that minor folding of the plastic holder can be normal and to monitor for correction within two hours. Symptoms included hyperglycemia. Outcomes included user troubleshooting and continued device use without clinical intervention or hospitalization.